Manufacturer narrative:
Device evaluation:visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, curved openings with striated edge, nicks with striations, yellow particles, and crack on diaphragm valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. A crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.